Event description:
The lead was explanted due to perforation.

Event description:
During an attempted implant, a lead perforation was observed.

Manufacturer narrative:
H.3. Evaluation summary- the lead was found to exhibit normal electrical characteristics. Mechanical and visual analysis found that the helix was clogged with blood tissue. The lead tip stiffness was tested and no anomalies were noted.